Manufacturer narrative:
Device not returned: at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had failed to augment patient blood pressure for an unknown period of time. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had failed to augment patient blood pressure for an unknown period of time. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h10, h11. Corrected fields: b5, b6, b7, d1, d4(model#), d9(device available for eval), d10, g1(contact person), h3, h6(clinical code, problem code, type of investigation, investigation findings and impact codes). A getinge field service engineer (fse) was dispatched to evaluate the intra-aortic balloon pump (iabp), the fse was not able to reproduce the issue. The iabp was then released to the customer and cleared for clinical service.